Manufacturer narrative:
The customer reported that there was a missed alarm and a delay in treatment leading to the death of a patient. The customer also indicated that the constitution of the patient had been already very severe and death in the subsequent days was expected. The customer care solution center representative was informed that the customer was relying on the caregroup functionality for alarming but the central station was in local mode attempting to reconnect to the database, during which time caregroup alarms are not announced and all data is stored and local features such as hl7 or care groups are no longer available. A message indicating that the central was operating in local mode would be displayed and will persist until the manual reconnection is completed. The customer was not familiar with this message and was relying on caregroup notification of alarming which was not operational under these circumstances although alarms were fully operational at the bedside and at the central otherwise. Alarms could be seen in the event view. The customer did not provide copies of event review. The issue is consistent with a malfunction that caused a disruption in the network connection between the information center ix and the primary server. The cause of the disruption was not determined but was resolved via a manual reconnection to the network.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a missed alarm and a delay in treatment after which a patient expired. The customer also indicated that the constitution of the patient had been already very severe and death in the subsequent days was expected. Since the device was in use and a delay in care occurred, it is considered that the device may have been a factor in the incident.